Event description:
It was reported that the user experienced hypoglycemia after dinner and had questions about how to announce snacks and whether to select less, usual, or more than for meal announcements; coaching was arranged for additional training. Symptoms included feeling sweaty and shaky. Outcomes included a lowest blood glucose of 87 mg/dl, low glucose lasting a couple of hours, and treatment with oral glucose. Investigation included a review of user-reported history and referral for training support. Investigation of this case revealed no device alarms or alerts and cause of the hypoglycemia was unclear, with user education needs identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.